Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced persistent infection and skin overgrowth and underwent two revision surgeries (date not reported).

Manufacturer narrative:
Product details have been provided and sections have been updated.this report is filed on november 30, 2018.